Manufacturer narrative:
The reported malfunction was observed during review of the clinical files. However, the reported problem could not be duplicated. The device was through extensive testing without duplicating the malfunction. The high voltage module was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat an (B)(6) male patient, the device displayed "defib fault" and "pacer fault" messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.